Manufacturer narrative:
The investigation determined that (B)(6) vitros anti-hbc igm results when testing two samples of the same proficiency fluid using vitros anti-hbc igm lot 1590 and 1610 on two different vitros 5600 integrated systems. The definitive assignable cause of the event could not be determined based on the information provided. There is no indication of an instrument malfunction; however, the customer did not perform a within run precision test around the time of the event to definitively rule out an instrument issue. Based on historical quality control results, a vitros anti-hbc igm lot 1590 or 1610 performance issue is not a likely contributor to the event as all control results were within the correct IFU interpretation region. Additionally, with consistent results obtained from two different samples of vial 1 of the iqmh proficiency survey, and the fact that the vitros results were reproducible across two different instruments and two different reagent lots, the presence of an unknown sample interferent cannot be completely ruled out as the cause of the (B)(6) result.

Event description:
The customer observed (B)(6) vitros anti-hbc igm results when testing two samples of the same iqmh proficiency fluid (vial 1) using vitros hbc igm lot 1590 and 1610 on two different vitros 5600 integrated systems. Iqmh proficiency vial 1 results (B)(6) versus the expected (B)(6) result. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The (B)(6) vitros anti-hbc igm results were obtained when testing igmh proficiency fluids. There was no allegation of patient harm as a result of the event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).